Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of ballooning in the catheter was confirmed, and was found to be caused by a leak in the inner-most lumen of the catheter. The implicated and returned product was a 4.2 fr broviac catheter. The proximal region of the catheter was returned with 2.5 cm of catheter extending beyond the distal portion of the clamping oversleeve. Slight wearing of the lettering of catheter was observed on the clamping surface. A functional test was performed by clamping the inner tubing, then pressurizing the catheter. Drops were observed emitting from the inner sleeve of the catheter upon pressurization. Destructive examination was performed by removing the clamping oversleeve and the out catheter tubing. A hole was observed just distal to the hub of the catheter, at the connection between the hub and the inner catheter. Microscopic examination of the hole showed the surface of the catheter hole was rough and granular. The damage observed is likely caused by clamping to close to the hub of the catheter. Clamping near the hub can cause wearing of the catheter as it is forced between the hub nozzle and the catheter clamp. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
On (B)(6) 2016 - facility contact reported that a patient was brought to (B)(6) ed by parents for a broviac repair. The facility found ballooning of the outer lumen just above the large diameter portion of the catheter. It did not appear to have any communication with the outside. The inner lumen was damaged and leaked into the outer lumen of the catheter. No apparent harm to patient. Line was repaired. It was originally placed in the patient on (B)(6) 2015 in the right internal jugular. Line is used for tpn administration. No ethanol dwell. On (B)(6) 2016 - the returned catheter leaks.